Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer report that during an unspecified infusion, the clinician noticed that the set was separated at the drip chamber and leaking. There was no report of patient harm.